Event description:
The customer reported that a pt was burned at the pad site during cardiac ablation procedure. Only one pad was used in the procedure. The burn was not noticed at the time the pad was removed, but was noted during the pt's post-op visit two weeks after the procedure. No treatment was provided.

Event description:
It was reported that during an unknown procedure, the clips did not close completely. No other details were provided. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely since it was visible at 15th firing sequence. A batch record review was performed and no anomalies were found during the manufacturing process.